Event description:
This spontaneous case was reported by an other and describes the occurrence of hospitalisation ("hospitalisation nos") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2009, the patient experienced mobility decreased ("mobility decreased"), arthralgia ("joint pain"), fatigue ("fatigue") and disturbance in attention ("difficulty concentrating"). On an unknown date, the patient underwent hospitalisation (seriousness criterion hospitalization). At the time of the report, the hospitalisation, mobility decreased, arthralgia, fatigue and disturbance in attention outcome was unknown. The reporter provided no causality assessment for arthralgia, disturbance in attention, fatigue, hospitalisation and mobility decreased with essure. The reporter commented: this case is from newspaper. No further information is expected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: hospitalisation. The analysis in the global safety database revealed 1 case. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.